Event description:
It was reported that the device was not recognizing the cassette attached. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the dso sensor and air detector, and a bent latch lock handle. An ?unknown cassette type' was found in the event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that fluid ingression was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).